Manufacturer narrative:
As of 06/05/2023 retained samples of the same lot product were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details. As 8/02/2023 aso received completed cir and unused products from the consumer. Unused product samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. The following sections were updated: b5, b6, g6, h3, h6.

Event description:
On the initial report received by aso on 05/15/2023, the consumer states that the fabric bandage tore his skin and caused an infection, which required medical treatment. The consumer states that he is still having the after-effects of the reaction. The consumer returned consumer information report (cir) on (B)(6) 2023. The consumer stated that after using the product, the area became itchy, burning, sticky, and tore his skin. He stated his issue was with the pad and the tape area.

Event description:
On the initial report received by aso on 05/15/2023, the consumer states that the fabric bandage tore his skin and caused an infection, which required medical treatment. The consumer states that he is still having the after-effects of the reaction.

Manufacturer narrative:
As of (B)(6) 2023 retained samples of the same lot product were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.